Event description:
Pt experienced hypoglycemia after priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that she treated the hypoglycemia and did not require medical treatment. The pt has continued to use the pump with no reported subsequent events.